Event description:
During a pta treatment procedure to dilate a 40-60% stenosis, removal difficulties were encountered. The balloon had been inflated several times up to 10-14 atms. The procedure had been completed and the physician was attempting to remove the balloon catheter through the 5 fr sheath. Additional force was unsuccessfully applied and eventually the balloon catheter and sheath were removed together. The patient is reported as 'ok' following the procedure; no injuries or complications were reported.